Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the users were unable to authenticate in all the station while logging in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used this incident, it was determined that the station displayed an 'unable to authenticate' error for all users. A technical support specialist (tss) ran a server downtime check on the application server and verified that messages were current and processing in real time. The tss verified the bd services were running with no critical issues. The tss also ran ext. Received messages to verify message receipt. Finally, the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the users were unable to authenticate in all the station while logging in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.